Event description:
The customer reported the ventilator stopped working and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The MFR's svc tech was unable to duplicate the customer reported problem. However, the svc tech confirmed diagnostic codes in log history indicating a vent inop occurred ue to a flow sensor failure. Vent inop, when in use, will stop providing ventilatory support to the pt. The svc tech replaced the exhalation flow sensor to correct the problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Exhalation flow sensor.